Manufacturer narrative:
(B)(4). G2: foreign: australia. H6: component code: stem. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 2 years and 10 months post implantation due to a peri-prosthetic fracture. There is no further information available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: . H6: component code: mechanical (g04) - stem product was not returned for evaluation; however, pictures were provided and reviewed. Visual examination of the provided pictures identified the explanted head, stem, and bearing covered in bio-debris. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic fracture of the left femur. A definitive root cause cannot be determined. This complaint was confirmed based on the provided x-ray confirming the fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.